Manufacturer narrative:
No product was returned for this complaint and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required for this complaint. The dhrs (device history review) for all libre sensors within expiration at the time of the complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for reported complaint and libre sensors. No trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre. The customer reported receiving a sensor scan result of 180 mg/dl and experiencing chest pain, dry mouth, and a loss of consciousness. At the hospital a reading of 427 mg/dl was received and the customer was diagnosed with hyperglycemia, myocardial infarction, and unspecified kidney dysfunction due to high blood sugar. The customer reported that he received hcp treatment and "took other medications" , but no further details were specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre. The customer reported receiving a sensor scan result of 180 mg/dl and experiencing chest pain, dry mouth, and a loss of consciousness. At the hospital a reading of 427 mg/dl was received and the customer was diagnosed with hyperglycemia, myocardial infarction, and unspecified kidney dysfunction due to high blood sugar. The customer reported that he received hcp treatment and "took other medications" , but no further details were specified. There was no report of death or permanent impairment associated with this event.